Event description:
As the instrument was fired, a cracking sound was heard and the firing handle became idle in the middle of the stroke. In addition, after the surgery was completed, the staple cartridge clamp bar button was detected in the pt cavity. However, the surgeon did not decide to retrieve it from the cavity. Procedure: wedge resection. Pt status: unk.